Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate therapy in the superior thoracic area. The device was reprogrammed multiple times and the issue remained. X-ray showed that the paddle lead was fractured. The patient underwent a lead replacement procedure and the patients therapy was restored when the system was turned on. The explanted lead was discarded by the medical facility.